Manufacturer narrative:
Correction: d4 - primary UDI number updated from "(01)ni(17)(10)unknown" to: "unknown". H6 - medical device problem code 2895 was removed. The device was returned for analysis. The damage to the catheter was confirmed. A review of the production record and the complaint handling database for the reported lot could not be conducted as the part number and lot number were not reported. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the report difficulties cannot be determined. In this case, it is possible there was tortuosity, the catheter was pushed too aggressively or interacted with the guidewire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a femoral vein. The 8fr jeti catheter was advanced however the catheter kinked. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Return device analysis noted there was an unknown blue material 23 inches from the strain relief.